Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not move forward indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward.

Manufacturer narrative:
The device was received not deployed. Data obtained from the device shows that the device delivered 0 pulses and was in pod state 2 indicating the device was in filled state waiting to be paired. All three batteries were found to have sufficient voltage and no damages or defects were observed that would prevent the device from functioning as intended.